Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2016-06089. It was reported that the burr became stuck on the rotawire. The target lesion was located in the right coronary artery (rca). A 1.25mm rotalink plus and a 330cm rotawire were selected for use. During the preparation, outside the patient's body, it was noted that the burr became stuck on the rotawire and could only be moved backwards. The rotawire was removed from the patient's body and completed the procedure with another of the same rotawire and burr. There were no patient complications reported and the patient's condition was stable.